Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('ignore all my pains / contraction pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("miserable as having cramps that are as bad as strong contraction pains") and alopecia ("my hair has been falling out by hands full each day"). The patient was treated with surgery (essure was taken 5 months ago). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the abdominal pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('ignore all my pains/contraction pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("miserable as having cramps that are as bad as strong contraction pains") and alopecia ("my hair has been falling out by hands full each day"). The patient was treated with surgery (essure was taken 5 months ago). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the abdominal pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : following event was added: my hair has been falling out by hands full each day. Reporter information added. On 23-mar-2020: social media received. Case was upgraded to serious incident. Reporter information were added. Outcome of the pelvic pain was updated to not recovered. Essure removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.